Event description:
Further information was received that high impedance was found in the clinic a couple of months before it was reported to the manufacturer. No further relevant information has been received to date.

Event description:
Report received that a patient vns showed high impedance. The patient lead and generator were replaced. The devices were not returned as the hospital of explant does not return explanted products. The exact day on which high impedance was found was not provided. The available programming history did not indicate when high impedance was present. No further relevant information has been received.